Manufacturer narrative:
The alarm trace shows that the sample quality is poor within the laboratory with a high number of sample clots being detected by all modules. The investigation determined the event was due to a preanalytic issue at the customer site.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys testosterone ii assay result for one patient with the cobas e 801 module. The initial result was 8.86 ng/ml. This result was reported outside of the laboratory and questioned by the physician. The repeated result was 4.09 ng/ml. The second repeated result was 4.09 ng/ml. The reagent lot number was 47259301 with an expiration date of 31-aug-2021.